Event description:
During a rotator cuff repair the anchors broke at the eyelet. Sales representative confirmed that the surgeon did not pre-drill prior to placing the anchors, but did use the ao two-finger technique. Anchors remain embedded in the patient's bone. A delay of about twenty minutes took place. Additional anchors were used to complete the repair.

Manufacturer narrative:
H10: devices in question were not returned for evaluation. As reported, the customer did not pre-drill the insertion site prior to placement of the anchor. Smith & nephew recommends the insertion site to be drilled prior to placement of any twin-fix anchor. M-4553. 6/15/2006.